Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: resistance/sheath failed to split completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, resistance was felt during delivery of the clip and the sheath failed to split completely. The device was removed using the safety release mechanism, per the instructions for use. Hemostasis was achieved suing manual compression. There were no reported adverse pt effects. No additional information was provided.